Event description:
Customer reports that insulin pump stopped working. Customer states when she attempted to deliver a bolus shot, buttons malfunctioned. When customer attempted to restart, she received a battery failed and insulin pump shut off. Customer's blood glucose was 136 mg/dl. After troubleshooting. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with no up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump is within normal operating currents and no unexpected battery failed alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.